Event description:
The patient contacted animas on (B)(6) 2012 reporting that the contrast keypad button does not elicit a response of gradient change, but the display goes blank. The patient reportedly wore the pump on a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: testing confirmed no response to button presses on the 'contrast' button. The 'ok', 'up' and ''down'' buttons respond to user input. There was no visible damage on the keypad. Contamination was present under the contacts of all buttons. Investigators were unable to confirm display blanking out when 'contrast' button pressed. Contamination on 'contrast' button was cleaned off. The 'contrast' button is now functioning.